Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. It was not reported if the pt was hospitalized for the event. The treatment was not reported. The cause of the peritonitis was not reported. The outcome for the peritonitis was not reported. On an unreported date, the pt was transferred to hemodialysis (hd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter . The date of the event is unknown. The study start date: 12jan2011. The study completion date: 12jan2013. Study type: observational, investigator initiated. Study investigator: yang lin, three gorges university, first clinical medical college, china. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.